Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly which subsequently resulted in the customer going to the emergency room (ER) for an elevated blood glucose (bg) of 400 and high ketones identified as dangerous. Elevated bg was addressed via a bolus and intravenous fluids of saline and insulin. Customer confirmed pump display turned on when plugged into a power source. Customer was released from the ER the same day with no permeant damage. Customer confirmed pump display turned on when plugged into a power source.